Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin squirting out during tubing process. Customer's blood glucose level was low and unknown. Customer stated that they were unable to exit the load reservoir process. The insulin pump was not returned for analysis.